Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports one of the prongs/tabs of the expedium dual innie castle torque tightener broke off from the instrument during tightening. The broken tab was retrieved. There were no adverse consequences to the patient and no resulting delay.